Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 600 mg/dl. The customer administered manual injections to address bg. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, customer wore the pump against the skin. The customer loaded cartridges with cold insulin and was not performing the proper air removal process. Tandem technical support educated customer regarding cartridge/insulin labeling and on the air removal process.